Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was pt reported that their 'device' has not worked for probably 3 years, the battery is discharged, and they are not using it. Pt stated that they started going to a chiropractor this week and they need to know if they are allowed to have electrical stimulation /muscle stimulation for their hip and neck. Caller noted that the 'paddle' is in their c3/c4 range and the battery is in the lower right flank. Agent reviewed information. Pt stated they think their hcp has retired; they talked about removing the ins in (B)(6) 2020 but then covid happened. The patient was redirected to their healthcare provider to further address possible ins removal. No symptoms were reported.